Event description:
It was reported that a small volume intermate had particulate matter inside the balloon. The device was filled with an antibiotic solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with white particles noted floating in the fluid of the reservoir. Fourier transform infrared spectroscopy was performed and the particles were identified as acrylic material. The cause of the condition could not be determined. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.